Event description:
It was reported by the sales rep in belgium that on (B)(6) 2023, prior to an arthroscopic shoulder stabilization surgical procedure, it was observed that at the electrode level of the vapr coolpulse90 electrode the plate had come out of its insert. It was reported that the surgeon put the plate back in place. There was no delay reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When activating the electrode, the ablation and coagulation functions were able to work. The device will be sent to the manufacturer for further analisys. Manufacturer evaluation result for vapr coolpulse90 electrode: the active tip was returned. The active tip is eroded revealing it's been used. Handle is in good condition. Cable and plug are in good condition. Residue visible in suction tube. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. An isometric view of the active suction tube distal section; the dotted red lines shows the section that is missing. The missing arched section is the feature of the active suction tube that retains the active tip component as shown in the cross-sectional distal assembly drawing 1 (red component being the active suction tube, grey component being the active tip). Electrical checks not performed due to condition of device. Functional checks not performed due to condition of device. Summary: visual inspection revealed that the suction tube has been significantly eroded on the returned device indicating that the device has been operated for a long period of time causing the active tip to detach. The failure mode seen is consistent with other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure were identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause can be attributed to extended use - misuse. The failure mode has been reviewed against the systems risk assessment document 892007-dy, line 450 of the risk analysis matrix applies with a similar failure mode -components / fragments detach within the patient and require retrieval- has been used. This could lead to potential tissue damage (mechanical). The severity is categorized as "serious" and the pre and post mitigation risk characteristics are as follows: risk grid "14" which is alra (as low as reasonably achievable) level and "probable" occurrence (<1$3 and 21 (14). In the last 1 2 months a total 371450 individual 228146 electrodes were shipped. A review of our complaint records over the last 12 months to assess the frequency of this failure mode shows this defect where the active tip has detached due to extended use to be of low occurrence (1 in 18,725) for the 228146 model. Therefore, the severity and frequency are as anticipated 'in the risk documentation and remain as al-ra and the risk assessment indicates the risk is at an acceptable level. A DHR review has been performed for lot u2308016; no issues (ncrs or deviations) with the manufacturing process have been indicated depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H10 correction narrative: h4: the device manufacture date has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.